Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. During system check with tandem technical support, it was confirmed that the occlusion alarms were related to the cartridge. Customer changed cartridge to address the occlusion alarms, and resumed insulin delivery. Customer reported reusing insulin from old cartridges. Tandem clinical support informed customer this is off-label per the user guide. Customer reported blood glucose level was under 200 mg/dl.